Event description:
It was reported that the sheath had a damaged distal end. The issue was found during set up for an unspecified. No harm reported.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.